Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported deflation and exchange from textured to smooth due to the patient¿s concern of the product. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Clarification d.6a: partial date of implant (B)(6) 1995 reported in initial emdr is incorrect since this is before the manufacturing date of the device (21/may/1996) which is not possible. Hence partial date of implant is being unreported.

Event description:
Patient reported deflation and exchange from textured to smooth due to the patient¿s concern of the product. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported deflation and exchange from textured to smooth due to the patient¿s concern of the product. This record is for the right side. Device remains implanted.